Event description:
Olympus was informed that during an unspecified upper gi procedure, a piece of unidentified tissue was pushed out of the instrument channel by a biopsy instrument into the pt. The users reportedly retrieved the piece of tissue with a forceps and the intended procedure was completed. The tissue was said to have been forwarded to a laboratory and it was determined that there was no concern of cross contamination. The pt was reportedly informed of the incident. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The user facility reportedly conducted an internal investigation on the subject device and the instrument channel was said to have been disassembled and visually inspected for holes or blockages and none was said to have been observed. The incident was said to have been forwarded to an internal committee for further review and it was concluded that improper reprocessing could have been the contributory factor. No further detailed info was provided regarding to the user facility's reprocessing practice, nor the type of biopsy instrument was said to have been in use at the time of the event. Following the reported event, an olympus nurse consultant/educator visited the user facility and reviewed appropriate reprocessing of duodenoscopes and gastroscopes. Based upon the info provided by the user facility, improper reprocessing and/or user error appear to have been likely causes of this event. This report is being submitted as a medical device report in an abundance of caution.